Manufacturer narrative:
(H3) the investigation into the reported "aic - purge disc/flag issues" has been completed since the original report was filed. Product was returned for investigation. During visual inspection of the console, the purge disc retainer was not broken. The console was tested with purge and pump run with no errors. If this was the wrong console reported, the correct console at this site could not be ascertained. During data analysis, the complaint alleges that the purge disc retainer was broken, potentially around or before july 5th. This was not corroborated by any data as the console was able to detect the purge disc the last time the console was run on july 3rd. There was no root cause since there was no failure.

Event description:
The complainant reported that the purge clip on the automated impella controller (aic) was broken. The device was removed from service as a result of the noted damage. There was no reported patient harm.